Manufacturer narrative:
Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidies may have contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Death and neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator stated that the patient came to clinic with stable hemodynamics but increased infection parameters and a rise in temperature with fever, dyspnea, and general worsened health status. Patient was admitted on (B)(6) 2016. In the next days the pulmonary gas exchange worsened, patient had to be intubated and moved to ICU. Then further on the need of inotropes increased and there were infiltrates visible in x-ray, driveline exit site was in very good condition, suspected was a pneumonia, patient was treated with tazobac, after a few days (B)(6). (B)(6) was detected and antibiotics were adjusted. It was stated that the patient died under a max of intensive medicine and care with the cause of death being "major infection (B)(6)". No additional information provided.